Event description:
It was reported that, "the bipolar cup dissociated from the constrained acetabular inserts 5 weeks later after a 1st revision surgery. Therefore, the surgeon performed a 2nd revision surgery to replace the dissociated constrained acetabular inserts with a new one."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.